Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for customer's mobile system, medwatch with identifier (B)(6) is for husband's compact plus system.

Event description:
Caller reported blood glucose results of 2.2 mmol/l on customer's mobile system, 9.4 mmol/l on compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.